Event description:
Customer reported experiencing high blood glucose of 553 mg/dl, treated with manual injections. Symptoms were excessive thirst. The drive support cap was normal. Customer was advised to disconnect at quick release. No air bubbles or leaks noted. Settings were reviewed and correct. Customer was advised to perform high pressure test, 0.3. Customer was advised to monitor. Customer stated the device had seven tiny cracks all over the device, reservoir and battery compartments. Customer was unaware how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.